Manufacturer narrative:
(B)(4).

Event description:
The pump was replaced. A catheter kink was suspected. The device system was used to deliver lioresal; the pt needed a lower dose following the replacement. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.